Manufacturer narrative:
An onsite inspection of the lift and its components was completed by a hillrom technician. It has been found that the leg widening has a missing friction plate that shall guide the leg widening and that several teeth in the gear rack are broken. Furthermore it was also found that the control unit¿s maintenance key was switched on. The missing teeth on the right gear rack led to the left leg unhooking, as the leg widening motor¿s gear was freewheeling. The gear racks are articulation parts and therefore subject to wear and tear. These parts must be checked during preventive maintenance, as their wear depend on the frequency of use. The periodic inspection protocol for liko mobile lifts 3en371001 rev 5 (which describes yearly inspections of liko mobile lifts) states under section 4: " inspect the base widening mechanism open and close the base to maximum and minimum positions make a functional check of the base widening make sure all screws and nuts are tightened" the inspection protocol further states: the mobile lift has an expected service life of 10 years when properly used and maintained. The instruction guide for golvo 8008, 7en140105-01, states under care and maintenance; for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. Check the integrity of the lifting motion and the base-width adjustment. The IFU further states: the product has an expected life time of 10 years when correctly handled, serviced and periodically inspected in accordance with liko¿s instructions. Any label on the lift that certifies that periodic maintenance has been performed could not be found. It is unknown if the facility performs preventative maintenance on their lifts independently. The customer have been quoted for the replacement of the gear racks and that periodic maintenance is performed on the lift. Based on this information, no further action is required.

Event description:
The customer reported that a patient was lifted with the lift. When the caregiver was widening the legs of the lift with the hand control, one of the legs broke and completely unhooked from the lift. The wheel chair was put under the patient and the patient was lowered down in the wheel chair. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).